Manufacturer narrative:
Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The product was returned for evaluation. The 29mm commander delivery system was returned with an atrion inflation device attached, a 3-way stopcock attached to the balloon port, and the loader cap was over the flex shaft. The delivery system was returned unlocked, with 25% fine adjust and no flex in use. A kink was observed on the proximal balloon shaft next to the strain relief, likely due to packaging of device for return. Visual inspection was performed on the returned device. A kink was observed on the guidewire lumen at the triple markers. Two kinks were observed on the flex shaft. One kink 1.8 inches from the flex tip. Some damage to the flex shaft material was observed at the location of the kink. Balloon was unable to be initiated. A leak was observed from damages to the crimp balloon near balloon shaft and crimp balloon bond. Minor gouges were observed on the flex tip. Engineering performed gross alignment and encountered some resistance. The resistance was felt at the location of the kink when the balloon damage was passing through as the balloon shaft was pulled to the valve alignment marker. Upon investigation, engineering cut the flex shaft just proximal to the kink. The stent component of the flex shaft assembly was exposed inside the flex shaft. The crimp balloon wall thickness was measured as a thin wall could contribute to a tear or hole in the crimp balloon. The crimp balloon wall thickness met the specification. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating the complaint events. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Cine of the procedure was provided by the site. The delivery system transitioned from the ivc to the right atrium, then through the transeptal puncture to the left atrium. The flex tip appeared to support the thv and advanced forward, attempting to cross the pre-existing mitral surgical valve. The flex shaft was kinked at a nearly 90 degree angle at the transeptal puncture into the left atrium. The flex tip was pulled back and appeared to kink the guidewire lumen at the triple markers. The delivery system distal tip appeared to interact with the pre-existing surgical valve. The flex tip was advanced forward again against the thv and again attempted to cross the pre-existing surgical valve. The delivery system distal tip again appeared to interact with the pre-existing surgical valve. The flex shaft appeared to further kink at the transeptal puncture as the system advanced. The flex tip was pulled back and the valve crossed the pre-existing surgical valve. The IFU, device preparation manual, procedural training manual, and mitral valve-in-valve supplement were reviewed. During valve alignment, unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Manage guidewire position. Guidewire can move proximally during valve alignment. The warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker. Re-lock the device after unlocking every time. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Fine adjustment indicator shows how much fine adjustment is left. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. A gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The balloon leak, damage, and difficulty crossing the annulus were confirmed based on provided imagery and visual inspection of the returned device. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. The complaint description states, 'device was advanced across the septum but very difficult to navigate onto the mv position with lots of tension.' The reported tension was observed in the provided imagery as the delivery system kinked at a nearly 90 degree angle at the transeptal puncture into the left atrium. Such an angle can make the pathway more challenging as the delivery system tracks through the anatomy. Subsequently, this can lead and contribute to the reported difficulty felt when positioning the delivery system to cross the existing bioprothesis. Additionally, the distal tip of the delivery system was observed interacting with pre-existing surgical valve. The presence of the pre-existing surgical valve in the annulus can obstructed the thv from properly crossing. As such, available information suggests that patient (pre-existing valve) and procedural factors (transeptal puncture angle) may have contributed to the complaint event. Furthermore, the provided imagery revealed excessive manipulation of the device by moving the flex tip back and forth to overcome the crossing difficulties. During visual inspection, damage was observed on the crimp balloon. Upon gross alignment during functional testing, resistance was felt at a flex shaft kink when the balloon damage passed through. The stent component of the flex shaft assembly was exposed inside the flex shaft at the location of the kink. It is possible that the excessive manipulation required to overcome such crossing difficulties, in addition to the flex shaft kink at the transeptal puncture, may have resulted in friction and stent exposure inside the flex shaft that damaged the crimp balloon and kinked the guidewire lumen. Subsequentially, the damage to the crimp balloon likely resulted in the observed leakage upon inflation of the delivery system. As such, available information suggests that procedural factors (transeptal puncture angle, excessive manipulation, damaged crimp balloon) may have contributed to the complaint event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a mitral valve in valve procedure within a pre-existing surgical valve. The delivery system and valve were advanced across the septum but very difficult to navigate into the mitral valve position with lots of tension in the noodle wire used. After several attempts the thv was placed in the desirable position across the surgical valve. Implant was attempted during overdrive pacing, however the delivery system balloon did not inflate. The conclusion was that the balloon was compromised, likely due to a bend in the delivery system while positioning the thv. This was demonstrated with blood back into the inflation device. The patient did not suffer any injury from the event. Thv was removed successfully and new sapien 3 29mm was implanted with excellent result. Patient recovered well in cicu without complications.